Manufacturer narrative:
. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Device labeling: contraindications. Juvederm ultra plus injectable gel is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvederm ultra plus injectable gel contains trace amounts of gram-positive bacterial proteins and is contraindicated for pts with a history of allergies to such material. Warnings: injection procedure reaction to juvederm ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days duration. Adverse events: postmarket safety surveillance of juvederm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising.

Event description:
Healthcare professional reported after injection with juvederm ultra plus in the nasolabial folds pt experienced an "acute allergic reaction, erythema and warmth" immediately after injection. The healthcare professional observed the reaction bilaterally from the "nasolabial fold down to the lateral lip area with the right side being worse than the left side". The pt was treated with "benadryl and a medrol dosepak" to alleviate an ongoing allergic reaction".